Manufacturer narrative:
Patient reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on 1st week of (B)(6). According to the complainant, two advanix stents were implanted into the bile duct on the 1st week of (B)(6) treat stenosis. According to the physician one of these stents was a bit long and came in contact with the opposite side of the papilla. However, it was confirmed there were no issues with either device during this procedure. Then on (B)(6) 2013, the patient complained of abdominal pain and CT scan revealed air within the abdominal cavity. An ercp was performed and confirmed that the advanix stent which was a bit long had perforated the opposite side of the duodenum. The stent that caused the perforation was removed and plication for the perforated site was done using clips. The other advanix stent was left in place; it was confirmed there were no issues with this device. The air in the abdominal cavity was removed by percutaneous needling. Another stent was implanted in the bile duct to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable.